Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted dexcom technical support on (B)(6) 2015, to report on behalf of the parent of the pediatric patient, that the patient's dexcom receiver on (B)(6) 2015 had intermittent audio output. No medical intervention or injuries were reported.